Event description:
It was reported that zimmer cone and tibial construct collapsed proceeded to new tibia. Add longer 9x150mm stem ext. Retained femur.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown 9x10 stem. Additional information has been requested and if received will be provided in a supplemental report.catalog numbers and lot codes of other devices listed in this report:cat # unk lot # unk description: tibia aug 10mm.cat # unk lot # unk description: tibia insert. (B)(4): not returned to manufacturer.